Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the rep that during a lap cholecystectomy, a clip crossed, it scissored. The clip was pulled off the cystic duct with a grasper without tissue damage. The next clip was placed proximal which was not left inside the patient. The same device was used to complete the procedure. There was no adverse consequence to the patient reported. One device will be returned. (B)(6).